Event description:
Report received of unrequested bolus doses delivered. The customer reports that the pt was post-surgery and in the recovery room, still heavily sedated from the anesthetic. The pt was to receive dilaudid 10mg in 50ml's. The pump settings were unknown to the rptr. The clinician had just connected the pt to the pca pump and reported that three unrequested bolus doses were delivered. The clinician was at the bedside and stopped the pump immediately and removed it from the pt. Due to the pt continuing to be heavily sedated from the anesthetic, the physician was unsure how the pt would react to the dilaudid. As a safety measure, narcan was administered. The pt was then easily arousable. Another pump was placed for the dilaudid delivery. The pt did not require extensive recovery room time. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.